Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server user informed delay in orders crossing to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.